Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with four damaged door bumpers. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the door bumpers. To correct the condition, the pumphead door and door bumpers were replaced. If any additional information is received, a follow-up MDR will be sent.